Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient claimed the alleged issue began approximately 2-3 months ago although she could not provide specific results that were of concern. The patient stated on (B)(6) 2011 at an unknown time in the morning, she tested on the subject meter and reported blood glucose results of '110 and 80mg/dl' performed within 20 minutes of each other. The patient stated she had been experiencing symptoms of 'dry mouth, listlessness and thirst' prior to testing. The patient was reportedly managing her diabetes with glipizide pills 2x per day and denied making any changes towards her usual diabetes management routine when she received the alleged inaccurate results. The patient stated she had a routine appointment at her doctor's that day at an unknown time, was tested on his meter and received a value of '186 mg/dl'. The patient stated she was sent directly to the hospital due to her symptoms, also because she had hypertension. The patient stated a blood glucose test was performed at the hospital on an unknown meter and a reading of '230 mg/dl' was obtained. The patient claimed she was treated with 2 units of insulin (unknown type) each day for 8 days at the hospital. The patient could not recall any of the readings obtained at the hospital. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measure; however, the subject test strips were expired and therefore the back to back comparison was invalid. The patient was educated on proper usage of test strips. The samples were obtained from the same approved site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and was treated by a healthcare professional for severe hyperglycemia after the alleged meter issue began.